Manufacturer narrative:
Section a2,3,5b: correction. Section d3: correction. Section d10: additional information. Section g1,2: correction. Section h3,4: additional information. Section h5: correction. Section h8: correction. Manufacturer's investigation conclusion: the reported event of the console going blank was not confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) ) was returned to mcs (B)(4) for analysis. The returned console was evaluated and tested under work order #(B)(4). The log file was unable to be downloaded from the console due to being overwritten. A new battery pack was installed, and the unit was tested and passed all tests. The console functioned as intended. The reported event of the screen going blank was unable to be confirmed. The console was returned to the rental pool. The root cause for the console going blank was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ age of device was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag consoles screen went blank and the centrimag motor started to make a grinding noise while in use. Patient switched to a back up motor and console. No additional information was requested.